Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a tack was shown seated improperly in the patient during operation. It was reported that the tack did not penetrate the tissue as expected. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the tacks went all the way through the mesh and did not fixate the mesh. A new device was used to resolve the issue and complete the case. There was no patient injury.